Event description:
The reported events were found during review of scientific literature. The article states that the catheter was impregnated with antibiotic solution prior to being placed. According to the article, the patient made an uneventful recovery and was discharged on postoperative day one. The article states that two weeks later, the patient present to the emergency department with emesis and headache. According to the article, a shunt tap revealed almost no proximal flow and csf eosinophilia of greater than 80%. The article states that infection was suspected and that the shunt was revised, and that csf sampled three days post revision showed resolution of the patient¿s eosinophilia. According to the article, after eight days of continued negative results for csf infection, the patient¿s ventriculoperitoneal was replaced. The article states that five years postop, there have been no signs or symptoms of csf shunt obstruction or infection.

Manufacturer narrative:
The reported event was not matched to information previously received by medtronic neurosurgery. The corresponding author did not have additional information regarding the event. The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4). Rs tubbs, m muhleman, m loukas, aa cohen-gadol.ventriculoperitoneal shunt malfunction from cerebrospinal fluid eosinophilia in children: case-based update. Childs nerv syst (2012) 28:345¿348.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.